Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial left tka, the 66 y/o female patient had a revision. Patient was complaining since 6 months of original tka of pain, swelling and discomfort. Patient had little inflammatory syndrome but presence of granulum. The pe is heavily worn behind the posterior cam and in the angle of the external femoral condyle. Only patient's insert has been replaced. X-rays and photos received. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the revision reported was likely the result of joint laxity and/or instability which led to the femoral cam contacting the posterior of the tibial insert spine and subsequent wear. Additionally, it is likely that a contributing factor to the wear seen on the returned tibial insert may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.